Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A causal relationship between the objective evidence provided by the fresenius field service technician and the alleged event could not be determined. The reported issue could not be confirmed by the manufacturer during its investigation.

Event description:
A fresenius field service technician (fst) was called onsite after a user facility biomedical technician (biomed) reported that the transducer protector of a 2008t machine got blood on it. Additional information was requested, however a response was not received. There was no indication from the initial report that the patient experienced a serious injury or required medical intervention as a result of this issue. The patient's estimated blood loss (ebl) was not provided. The fst was unable to confirm the reported issue during evaluation. The fst visually inspected the interior pressure transducer and found no signs of contamination and pressure tests passed without encountering any issues. No parts were returned to the manufacturer for physical evaluation.

Event description:
A fresenius field service technician (fst) was called onsite after a user facility biomedical technician (biomed) reported that the transducer protector of a 2008t machine got blood on it. Additional information was requested, however a response was not received. There was no indication from the initial report that the patient experienced a serious injury or required medical intervention as a result of this issue. The patient's estimated blood loss (ebl) was not provided. The fst was unable to confirm the reported issue during evaluation. The fst visually inspected the interior pressure transducer and found no signs of contamination and pressure tests passed without encountering any issues. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.